Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the gauge of the inflation device read inaccurately low. The 99% stenosed target lesion was located in the severly tortuous proximal left circumflex (lcx). A 3.50x20mm taxus liberte stent was advanced to the lesion; however, it was unable to cross the lesion. A non bsc wire was then advanced to the lesion for support and the taxus liberte stent was then able to cross the lesion. The stent was fully deployed at 14atms for 10 seconds. An encore inflation device was being used and during inflation of the stent delivery balloon, it was noticed that there was leakage of the contrast media at the distal part of the stent. However, when the leakage was noticed, the pressure of the inflation device did not go down. The stent delivery system (sds) was removed from the pt and was inflated for 10 seconds outside the body and it was not confirmed that the pressure went down or leakage occurred. A 3.5x8mm quantum maverick balloon was then advanced to the lesion for postdilation and the procedure was completed. No pt complications were reported with the pt's current condition listed as "good".

Manufacturer narrative:
(B)(6). (B)(4).